Event description:
It was reported to boston scientific corporation that an advanix rx preloaded biliary stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2012. According to the complainant, during the procedure, when the stent was attempted to be released, the guide catheter detached. It was reported the physician retrieved the guide catheter with no issues; however no information has been received that indicates how the procedure was completed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional patient and procedure information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed.

Manufacturer narrative:
The delivery system was returned for evaluation, however, the stent component was not returned. Visual evaluation revealed the suture to be detached from the push catheter. The suture hole of the push catheter was found torn. The guide catheter was found detached from the pull wire and kinks were noted at the proximal end of the guide catheter. The working length of the guide catheter was intact. The push catheter was cut to observe the pull wire. The pull wire was found broken and the cannula of the pull wire remained inside the proximal end of the guide catheter. It is likely that the noted damages are due to procedural or anatomical factors encountered during the procedure such as tortuous anatomy or maneuvering of the device. Therefore, the most probable root cause for this event is operational context. A review of the device history record (DHR) was performed and no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A review of the device labeling and dfu was performed and found no evidence to indicate the device not used according to the labeling.

Manufacturer narrative:
Patient age, gender, and weight are unknown. The reported event of guide catheter broken. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an advanix rx preloaded biliary stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2012. According to the complainant, during the procedure, when the stent was attempted to be released, the guide catheter detached. It was reported the physician retrieved the guide catheter with no issues; however no information has been received that indicates how the procedure was completed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional patient and procedure information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed.